Event description:
It was reported that a malfunction with code "malf 9" occurred. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction occurs in the future.